Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (2): ¿blackout after activation¿ was caused by a blackout due to a failure of device's liquid crystal display (lcd). The underlying cause was not specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high definition lcd monitor, had a damaged front panel. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the screen blacked out after startup due to a faulty lcd screen and there was sdi output due to a faulty printed circuit board. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the front bezel was damaged. Also, evaluation found the rear panel was broken and the printed circuit board and support were deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.